Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during cataract surgery, the patient experienced a posterior capsular tear in the unknown eye following hydro dissection. This resulted in the dislocation of the lens material into the vitreous cavity. The surgeon had selected a specific laser pattern for the procedure. Although the patient briefly lost suction, the laser application was completed without further issues. Upon identification of the posterior tear and lens drop, the surgeon closed the surgical wound with sutures and referred the patient to a retinal specialist for further evaluation and management.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. Based on the information available, the customer reported event cannot be confirmed. The manufacturer internal reference number is: (B)(4).